Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope. The implantable cardioverter defibrillator (ICD) lead noise algorithm was indicated to have inappropriately withheld therapy for a few seconds. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that lead noise discrimination withheld ventricular fibrillation detection for several seconds. If information is provided in the future, a supplemental report will be issued.